Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear exhibited air ingress. During the procedure, air was being continuously drawn in when inserting the farawave catheter into the faradrive sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to return for laboratory analysis as it was discarded at the facility.